Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. This right ventricular (rv) lead, which was implanted on (B)(6) 2016, had dislodged. Pacing had not been delivered when required. The rv lead was repositioned and no further intervention was required. There were no patient adverse effects during the invasive procedure.